Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated nothing seemed to work and did not feel stimulation. They also mentioned that they had a bladder infection. Patient felt a sharp pain down their leg. Patient woke up nauseous and a dizzy spell. Patient stated that their nurse had her try both sides and increased stimulation. Patient stated to have never felt stimulation. Patient had not had stimulation on either lead and no improvement. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.